Manufacturer narrative:
This report is submitted on august 08, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site. Subsequently, on (B)(6) 2023, the patient was hospitalized for a duration of one week. During the admission, the patient was administered with IV antibiotics to treat the infection (specific date and duration not reported). The patient then underwent a surgical procedure on (B)(6) 2023, in order to repair the csf leak. The device was also explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on september 04, 2023.